Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from several bd intima-ii¿ closed IV catheter system(s). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The physical sample was subjected to a leakage test at 45 psi, leaking was observed from the slit hole of the septum. An abnormality had prevented the component from completely closing. The batch record was reviewed, no related abnormalities were found. The failure mode is related to the manufacturing process. Septum aging from exposure to a hot environment is the most likely root cause. To mitigate recurrence of similar events the supplier has been notified that air transportation should be avoided, and if necessary that a protective thermal insulation layer must be used.